Event description:
The customer reported the alarm has power, but no alarm tone when pressure is off the pad. There was no damage to the alarm reported by customer. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. MFR references file (B)(4).